Event description:
Doctor reported that the pt presented in 2005 with complaint of contact lenses "bothering" the left eye for several days. Upon examination doctor noted a "4 mm mid peripheral ulcer left eye." Doctor stated the pt was prescribed ocuflox drops q 1hr. The pt returned for follow up visit in 09/2005. Doctor reported that the pt's left eye "looked worse and had a pus like discharge." The pt was referred to an ophthalmologist. The pt's spouse later reported to referring doctor that the pt was diagnosed with a "bacterial corneal ulcer" in the left eye and treated with vancomycin drops per 1hr and tobramycin drops per 1hr. Doctor confirmed with treating ophthalmologist that the pt's left eye cultured positive for pseudomonas. Doctor also reported that the pt's follow up indicated that the pt's left eye was "improving." The pt was currently being treated with cyloxin ointment and zymar drops.